Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa7289r02 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during a routine deployment of mic anchor gastropexy sutures as part of a radiologically inserted gastrostomy (rig) procedure, all four anchor sutures provided in the kit failed to maintain adequate tension and snapped at various states of the procedure. No further information provided.